Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: received one (1) used product sample. As received partial tears were observed on the inner diameter of both eyelets at the flange along with a full tear in one of the eyelets. The damage was observed to be rough and uneven. The complaint of torn flange can be confirmed. The probable cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was stated that there was flange damage. The event occurred during patient use, and no adverse event.